Event description:
It was reported that multiple occlusion alarms occurred. The customer declined to provide additional information regarding the issue. There was no adverse impact to customer¿s blood glucose level.